Event description:
It was reported that the cylinder strength in this inflatable penile prosthesis (ipp) was weak and therefore, a surgical procedure was performed to add saline solution to the reservoir. No components were removed and no new components were implanted. There were no patient complications reported.